Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer changed pump supplies and ultimately reverted to an alternate method of insulin therapy. There was no adverse impact to customer¿s blood glucose level.